Event description:
It was reported that the lead had high thresholds from implant and progressively got worse. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and there was a non-electrical miscellaneous finding on the tip electrode that the guide tooth was damaged.